Manufacturer narrative:
No specific information as to the patient (ID, age, sex or weight) was provided by the initial reporter to 3m. The date on st. Jude's letter to 3m was (B)(6) 2016. Company 3m did not receive the information until (B)(6) 2016 which is the official entry of the information into our complaint system. This report was received from st. Jude medical (sjm) center. They indicated the incident was reported to them on (B)(6) 2015 from a foreign site. The site that initially reported the event was;(B)(6). The full lot number was not reported. Only the expiration date. Sjm indicated their generator (t11) was tested and found to be functioning correctly. The settings used applicable to the reported event were reviewed by 3m clinical technical representative. The following information was provided as to the potential contributors to the patient injury. "Per our instructions for use (ifus), under these conditions, we recommend the use of two plates or pads. And the spec sheet indicates that it may be possible to attach two plates." "The generator settings during ablation -- 40 watts, 65 degrees, 150 ohms for 120 seconds - don't relate to our compatibility requirements." Placement of the plate on the patient's upper back may have restricted blood flow if the patient was lying on the plate or if the plate was on a bony prominence." "When we test to the ansi/aami/iec standard, we only activate the current for 60 seconds. If the generator was activated for 120 seconds, it may be possible to get a burn at the lower wattage settings." In summary, user error may have contributed to this reported event due to failure to follow the instructions for use. The plate was not returned but the reporting information applicable to the settings was reviewed by the company clinical representative.

Event description:
A hospital in the country of (B)(6) reported to st. Jude medical located in the USA the following injury. St. Jude medical subsequently notified 3m that a patient had a cardiac accessory pathway ablation procedure performed on (B)(6) 2015. A 3m electrosurgical patient plate (catalog number 8149f) was placed on the patient's left upper back with no skin preparation performed. A st. Jude medical generator (model sjm t11 series) was used during the ablation procedure. The generator settings were 40 watts, 65 degrees, and 150 ohms for 120 seconds. When the 3m electrosurgical patient plate was removed from the patient's skin, skin peeling was noted as part of an alleged burn. The patient was given prescription pain medications (brand not specified). The patient returned to the clinic for follow-up on (B)(6) 2015. A soft tissue sepsis infection was alleged; the patient was treated but details were not provided.